Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
Additional information reported the patient didn¿t think the doctor placed the stimulator right. It was stated the patient had excruciating pain where one lead was. It was stated the right lead wasn¿t put in the right spot. It was noted there was a bump by the lead.

Event description:
It was initially reported that approximately (B)(6) 2012, the patient had a horrible fall. The patient began to have terrible pain and burning at the stimulator site and where the leads were. The patient was not able to lean against the area or touch it. The patient notified her physician, but no x-rays had been taken to verify position of the leads or stimulator. The patient had not turned off the stimulator at all to determine if the pain was there when stimulation was off. It was further reported that the patient's stimulator was sticking out of their skin. The patient had acute pain at the stimulator. The physician told the patient that the stimulator needed to be moved because it was sticking out of her skin. It was also noted that the patient was told that some of the ¿probes¿ were not working. The patient was awaiting a revision. It was further reported that the physician planned to re-trial the patient. Of note, the company representative stated that no x-rays had been done. It was further reported that the trial was going to be done due to a change in the patient¿s pain. The leads were peripheral, but the physician planned to do an epidural trial. After the trial, it will be decided if the current leads will stay in and implant new leads or if the leads will be explanted completely. The patient had not been scheduled for the trial yet nor the revision.

Event description:
Additional information received reported the system had been replaced. It was added the patient was not getting adequate pain relief. Both reprogramming and impedance testing was done.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).